Event description:
The company received the following customer report: "the tube has a defect balloon." Limited info was provided. Based off the info provided, it cannot be confirmed if recannulation of a replacement tube was required due to the reported deficiency. Multiple attempts have been made to collect further info related to this report, with no response from the reporter/customer.

Manufacturer narrative:
No sample is expected to be returned for eval.